Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the tip of the maryland bipolar forceps instrument sparked and the joint part was burnt, causing the instrument to stop working. The user was using a covident force triad generator and informed that they had experienced the same situation before. The user replaced the generator and continued with the procedure. The procedure was completed as planned. Patient outcome is not available at the time of the report.